Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda), requiring implantation an additional clip. It was reported that this was a mitraclip procedure, performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 3-4. During the procedure, imaging was difficult. One clip was implanted and mr was reduced to grade 1-2. On (B)(6) 2020, a single leaflet device attachment (slda) was noted, with the clip detaching from the posterior leaflet. Mr increased to grade 3-4. There was no tissue damage noted. A second mitraclip procedure was performed on (B)(6) 2020, successfully implanting a second clip and reducing mr. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints for the lot. The reported patient effect of mitral regurgitation (mr) as listed in the eifu, mitraclip system gen 4 instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported single leaflet device attachment (slda) appears due to challenging anatomy. The reported mr was an outcome of the slda. The reported poor imaging resolution was attributed to patient anatomy. The additional therapy/non-surgical treatment and hospitalization were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.